Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that after 1 month of support, the pt expired due to suspected thrombus or outflow obstruction in the pump. There was no add'l info provided to the MFR regarding this event.